Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to clinic last week and upon review of the device history it was noted that the patient was having power elevations > 10 watts. Lab analysis showed that the patient also had a lactate dehydrogenase (ldh) level of > 800. The patient was admitted to the hospital and placed on bivalirudin, then placed on a heparin drip and persantine. Despite increasing the anticoagulation, the patient continued to have elevated ldh levels and an increase in pump power. In the previous months, the patient's international normalized ratio (inr) was at 1.4 after missing two consecutive doses of warfarin. The patient was not bridged with lovenox, but quickly returned to an inr level of >2.0. The pump was believed to be functioning normally. At that time, the ldh was stable around 300-400. Based on the patient's ldh and increase in pump power, the patient was taken to the operating room on (B)(6) 2014 and underwent a pump exchange from one lvad to another lvad. The healthcare team at the implanting facility reported that they believe the issues to be related to the patient being non-compliant with anticoagulation.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the attached user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: high power in the 8''s, several pulsatility index events, increased ldh/bili and weight gain, worsening renal function additional information also included indicated: did patient experience a thrombus event (suspected or confirmed): y. Hemolysis: yes. Heart failure: yes. Thrombus event confirmed: u. Device malfunction: u. No cause identified: yes.

Manufacturer narrative:
Additional information: the pump was not returned. A specific cause for the reported elevations in lactate dehydrogenase (ldh) levels and pump power could not be conclusively determined. The patient experienced decreased inr reportedly due to missed doses of warfarin, elevated ldh levels and power elevations. The patient was admitted, and had their anticoagulation medication increased; however, they continued to have elevated pump power and ldh levels. The hospital team decided to electively exchange the pump. Based on the manufacturer's complaint history and similar reported events, elevated ldh levels, and power increases are potential indicators of pump thrombosis; however, specific causes for the reported events cannot be determined without a full evaluation of the device. The instructions for use lists thrombosis and hemolysis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.